Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor therapy. It was reported that the patient is not able to connect to the ins using the smart programmer. Patient services walked patient through external device use and patient encountered internal device data lost message. The patient recently had lithotripsy done last month and a recent procedure done to remove a cyst on their kidney. The patient was redirected to their healthcare provider to further address the issue. There were no patient complications reported as a result of this event.